Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Technical support advised cleaning speaker holes and attempting to reconnect the cartridge, but the alarm persisted. Ultimately, a replacement pump with updated software was arranged to be sent to the customer, and training would be available in their tandem source account. The customer acknowledged the instructions for storing and returning the problematic pump and the steps for using the new pump.